Event description:
On february 13, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter read inaccurately high compared to another meter. The patient indicated that the alleged meter issue started one day earlier, at 8:00 am. The patient reported, blood glucose results of "165 mg/dl" with a lifescan meter and "107 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and or <=30 mg/dl. At the same time, the issue began, the patient apparently administered self-treatment by taking an unidentified oral medication for diabetes. As a result of the reported issue, the patient administered self-care by consuming 1.3 oz. Of "whole glucose gel." At an unspecified time during the time of concern, the patient had symptoms of "low blood sugars" and was "unable to function." It is not clear as to when the patient developed the symptoms in relation to when the meter issue started and when the self-treatment was taken. It would have been helpful to known the following information: the patient's testing frequency, her normal/expected blood glucose levels, her medication and diabetes management regimen, and what changes (if any) she made towards the regimens because of the alleged meter issue. In addition, it would have been helpful to know what specific actions the patient took before, during and after the alleged meter issue began, what date/time the symptoms developed, what the actual symptoms were, what date/time the reported meter results were obtained, and what meter readings she got before and during the time she had symptoms. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She performed a control solution test that failed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter inaccuracy issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.